Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half. One haptic was broken in the gusset area (not returned). Lights scratches are observed on the optic surface. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient experienced "severe halo and glare". The iol was exchanged for a different model approximately one month after the initial implantation. Additional information was provided indicating that the iol was exchanged for another manufacturer's iol with a 1.5 diopter difference in power.